Event description:
It was reported that during an unspecified procedure, difficulties were encountered visualizing the balloon. The lesion being treated was located in the circumflex (cx). The physician encountered no difficulties prepping the ultra2 monorail cutting balloon. However, when he tried to inflate the balloon to 4 atms within the cx, he could not see the balloon. He deflated the balloon without any reported difficulties and removed it. He then inflated the ultra2 monorail cutting balloon while it was outside of the patient and on the table, and it still could not be visualized per angio. However, air bubbles were visualized. There was no patient complications, and the procedure was completed with another of the same devices. Patient status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.